Event description:
It was reported that the patient with this pacemaker system experienced an infection. Subsequently, the patient underwent a revision procedure, and this system was explanted. The leads are non-boston scientific devices. No additional adverse patient effects were reported. This pacemaker has been returned for analysis.

Manufacturer narrative:
Additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. Analysis of the returned product is not able to provide relevant information for infection-related allegations were known inherent risk of the device.

Event description:
It was reported that the patient with this pacemaker system experienced an infection. Subsequently, the patient underwent a revision procedure, and this system was explanted. The leads are non-boston scientific devices. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.